Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). All citadel beds are equipped with folding split side rails with integrated bed controls. There are four plastic side rails on the bed, head, and foot one on each side of the bed. Each of them has a control panel built-in which allows operating some of the bed electrical functions. In order to lower the side rail, it is necessary to hold side rail handle, pull the blue release lever and lower the side rail, holding it until it is completely lowered. The side rail folds down next to the deck. In order to raise the side rail, it is necessary to hold the side rail handle, pull the split side rail up until it locks in the raised position. The head end and foot end side rails operate the same way. On 2017-jul-31 arjohuntleigh was initially notified about the incident with regards to citadel bed. In the received complaint, it was reported that the safety side broke into two pieces. From the photos attached to the complaint record, we established that the part affected was safety side arm. As faulty safety side was impacting the foot switch while being in down position the accessory become damaged as well. The event took place during the night while the patient, 65 years old female weighing 347ibs was lying on the bed. According to the information provided by the customer the patient involved in the incident was described as aggressive. The staff members were not aware of the issue reported till morning as there was no loud noise heard, no patient agitation was noticed. There was no injury sustained, no adverse event occurred. After the incident, the bed was taken for an inspection which revealed that despite the malfunction reported the safety side locking mechanism was still operational and all electronic functions were working correctly. Based on the information provided and technician's opinion it appears the most likely that the patient put his considerable weight on the side rail sitting on it leading to the safety side arm breakage, moreover the contributing factor to the issue occurrence was the aggressive way of using the device, the bed was not operated with appropriate care. It needs to be emphasized that citadel patient care system meets the requirements of standard en 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. Compliance is checked by the following test with the side rail in upper position: a)lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail (...), repeat for 3 000 cycles. B) longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail (...), repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail (...), repeat for 3 000 cycles. D)upon completion a), b) and c) above, apply a static load in the directions in worst case positions. The side rails shall not become unlatched/unlocked or create any other unacceptable risk" to ensure the safety of our products the instruction for use provided together with the involved device (830. 213 rev. D) includes the following information and warnings: warning: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", warning: "(...) Make sure the bed frame has side rails and that all side rails are fully engaged in their full upright and locked position", information: " (...) Whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers with facility protocols in mind", warning: " the clinically-qualified person responsible should consider the age, size, and condition of the patient before allowing the use of side rails", warning: " side rails are not intended to restrain a patient who makes a deliberated attempt to exit the bed". In summary, although no adverse event occurred the complaint was decided to be reportable in abundance of caution as the patient's weight applied on the safety side could potentially lead to the safety side collapse resulting in patient's fall. With the amount of sold devices on the market, the complaint ratio for reportable complaints with this failure is considered to be low. The device was being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that user leaning on the safety side contributed to the malfunction occurrence. After the event occurred the device was not working up to manufacturer's specification.

Event description:
On 2017-jul-31 arjohuntleigh was initially notified about the incident with regards to citadel bed. In the received complaint, it was reported that the safety side broke into two pieces. From the photos attached to the complaint record, we established that the part affected was safety side arm. As faulty safety side was impacting the foot switch while being in down position the accessory become damaged as well. The event took place during the night while the patient, (B)(6) female weighing (B)(6) was lying on the bed. According to the information provided by the customer the patient involved in the incident was described as aggressive. The staff members were not aware of the issue reported till morning as there was no loud noise heard, no patient agitation was noticed. There was no injury sustained, no adverse event occurred.